Event description:
Boston scientific received information that latitude detected a red alert for this system due to a high shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted and no other adverse events have been reported. Efforts to obtain additional details were unsuccessful. This product issue will be updated if additional information is received.